Event description:
It was reported that a user experienced elevated blood glucose after consuming a diet soda while using the ilet system; capillary readings trended from 289 mg/dl to 217 mg/dl and subsequently to 161 mg/dl without alerts or alarms, and customer support advised continued monitoring as the pump was observed to lower glucose appropriately. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.